Event description:
It is reported that both the cannula and locking screw could not be properly assembled to the threaded hole of the plate.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.